Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One osseotite® tapered certain® implant 4 x 10mm (xifnt410) was returned for investigation. Visual evaluation of the as returned product identified signs of use but no apparent malfunction identified with the threads/drive feature. Functional testing was performed using in-house device and the devices were normally assembled. No damages to threads identified. Pre-existing condition as noted on the per was type ii (moderate) bone density. The device was located on tooth location #13 (universal) and the implant was placed and removed same day. X-ray or picture image was not provided. Appropriate documentation was reviewed. DHR review for the lot (2019091392) had revealed no deviations nor non-conformances which could have caused or contributed to the reported events. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review by lot number (2019091392) was performed for similar events and no other similar complaint was identified. Based on the available information, device malfunction did not occur and the reported event was unconfirmed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that standard protocol for placement was used. While attempting to achieve desired stability, the threads of the implant stripped. Tooth location # 13. Implant was removed and a wider implant was used to complete the procedure.